Manufacturer narrative:
Esp personnel were engaged to evaluate recurring condensation and multiple alarms across several iab pumps used on the same ECMO patient with an axillary balloon who had recently coded. The patient required 4 pumps within a short period due to repeated issues including condensation autofill failure catheter restriction alarms sudden shutdowns internal communication failure and a loud screeching noise. Axillary disclaimer was provided and impacted pumps were removed from service tagged and sent to biomedical engineering with alarm logs printed for review and complaints already filed for condensation events. For the active pump clear condensation was still present and a dependent loop was identified in the helium tubing which was corrected to allow proper drainage into the pumps condensation removal system. The patient was on ECMO with a warmer set to 37.4 c which was discussed as a contributing factor. Troubleshooting also identified lack of arterial pressure input with no zero message and improper timing leading to excessively high augmentation. The inner lumen was zeroed showing abnormal pressures and was treated as clotted by capping labeling do not use and discarding connected tubing due to thrombus risk. An external arterial line was successfully transduced to the pump allowing proper timing and the pump continued operating appropriately.

Event description:
N/a.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had autofill failure alarm and internal communication failure. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.